Event description:
Ems personnel were attempting to monitor a pt with a papable pulse. Allegedly the monitor displayed ll lead off and a flatline. All leads were checked and a reason for the message could not be discerned. The pt was treated and transported to the hosp without further incident. There was no adverse effects to the pt reported as a result of the alleged malfunction.